Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (chr, DHR and shr statements). Correction: dev. Serviced by a 3rd party, other occupation. Omit: c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable, g04037 - cover. Device evaluated by bd service. A review of the complaint history for (B)(6) was performed which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06oct2006. The review was performed from the date of manufacture to the present date 21jul2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed in preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility

Event description:
It was reported that the device had failed in preventive maintenance. There was no patient involvement.